Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area and returned on top of the lens in the lens case. A section of the lens where the haptic broke off also broke off the optic and returned adhered to the optic by solution. This may be interpreted as the lens cracked. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow up attempts were made. At this point, no further information available at this time. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure lens was cracked. Lens was explanted during initial procedure. Replaced with company lens. Additional information has been requested.

Event description:
Additional information has been received stated that there was no patient harm.